Event description:
Report received of an underdelivery. The customer contact reported that the pump was returned to the biomedical engineering department with an unsigned note from the cardiac care unit that stated, "bag of fluids was for 1100cc's and only 400 were delivered." Reportedly, the pump was programmed to deliver 1100ml of an unspecified solution at an unspecified rate and the delivery was started. No further programmign parameters were provided. After an unspecified length of time, the pump reportedly displayed "delivery complete"; however, the IV solution bag still contained approximately 700ml. During testing by the user facility's biomedical engineer, the device passed the delivery accuracy test.